Manufacturer narrative:
Batch review performed on 30 september 2020: lot 157715: (B)(4) items manufactured and released on 18-mar-2016. Expiration date: 2021-02-02. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event. Additional items involved in the event, batch review performed on 30 september 2020: gmk-sphere 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot. 160022 lot 160022: (B)(4) items manufactured and released on 18-mar-2016. Expiration date: 2021-03-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot. 160952: lot 160952: (B)(4) items manufactured and released on 13-may-2016. Expiration date: 2021-04-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.12.0410fr tibial insert fixed sphere flex size 4/10 mm r (k121416) lot. 160051: lot 160051: (B)(4) items manufactured and released on 20-apr-2016. Expiration date: 2021-04-03. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout, removed all components, and implanted a gmk-sphere femur and insert to act as a spacer 4 years and 2 months after primary. The surgery was completed successfully.